Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that he had issues with starting a new sensor. The customer had some blood at the site location. Customer's blood glucose level was 419 mg/dl. The customer gave a bolus to get his blood glucose level down. The device was not returned.